Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Date report sent to FDA - (B)(4) 2011. Manufacture date - unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty utilizing a broach handle on (B)(6) 2010. During the procedure, the pin disengaged from the handle causing the handle to break apart. The pin and handle fell into the patient. The surgeon retrieved the pieces and had x-ray confirm there was nothing retained in the patient.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing a broach handle on (B)(6) 2010. During the procedure, the pin disengaged from the handle causing the handle to break apart. The pin and handle fell into the patient. The surgeon retrieved the pieces and had x-ray confirm there nothing retained in the patient.